Event description:
Device issue: graft master failed to seal perforation/leak. Time of device issue: during the procedure. Adverse event: required medical intervention/stroke/death. Time of adverse event: during procedure/after procedure. It was reported that the pt presented with angina after the recent coronary artery bypass graft surgery. On angiography, the saphenous view graft to the posterior descending artery was noted to have a long stenosis of at least 75% in severity. After the lesion was wired with a standard 0.014 coronary guide wire, a 3.5 x 30 unk drug eluting stent was placed across the distal portion of the lesion. Upon inflation, the pt complained of throat tightness and subsequent angiography after the deflation of the stent delivery system revealed a perforation in the vein graft with free flow out of the graft. A graftmaster 3.0 x 19 stent and a graftmaster 3.0 x 12 stent were used to help seal the perforation. However, after the use of the second stent there was still visual evidence of contrast extravasation so multiple endeavor coils were used to stop the bleeding. Reportedly, the pt actually did quite poorly, but not from the procedure. The pt had a massive stroke post procedure ((B) (6)2010) and support was withdrawn. The pt died one week post procedure. No add'l info was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot is forthcoming. The jostent 3.0 x 12mm (part#12744-12/lot#519297) mentioned is being filed under a separate manufacture number.